Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis loading or excessive insertion force during implantation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-dec-2025, a sales representative reported via phone that the button of an ar-2658tr knotless distal clavicle plate button tightrope broke off during insertion. All fragments were retrieved, and the procedure was completed using a replacement ar-2658tr from a different lot. The incident occurred during a clavicle orif procedure on (B)(6) 2025 and resulted in an approximate 15-minute delay. The patient¿s bone quality was reported as good, and a 3.7 mm guide button pin was used for bone preparation prior to implant insertion. No patient harm was reported.